Event description:
It was reported that the patient experienced diaphragmatic stimulation. After reprogramming the left ventricular (lv) lead, stimulation was felt in all three pacing configuraltions. The lv lead was turned -off-. A lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.